Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00498819_1644408-2025-00823; 348-16-707, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Infection. 69 yr old female.